Event description:
The surgeon reports performing cataract surgery with attempted implantation of the akreos ao intraocular lens in the left eye using the viscoject 1.8 delivery device. Intraoperatively, the surgeon found the iol would not insert properly. Intervention was performed in order to enlarge the incision and remove the lens. A second akreos ao intraocular lens was implanted successfully. (B)(4).